Manufacturer narrative:
Device had reservoir tube lip completely broken off and test reservoir will not lock or click in place. Unable to perform the displacement test, rewind, basic occlusion test and occlusion test. Device passed the prime test and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was over 400 mg/dl. The customer was treated by the insulin pump. The customer declined to troubleshooting for high blood glucose. The customer also reported that the insulin pump had a damage to the reservoir compartment. The customer also stated that the reservoir compartment was unable to stay in its place. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.